Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. The initial reporter also notified the FDA on (B)(6)2022. Medwatch report # (B)(4).

Event description:
It was reported that the bd smartsite¿ extension set, low sorbing 1 smartsite¿ experienced falling apart while administering chemotherapy. The following information was provided by the initial reporter: the bd smart site low sorbing extension set fell apart while administering chemotherapy.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval: yes. D.9. Returned to manufacturer on: 12-apr-2022. H.6. Investigation summary: the customer reported the tubing came apart at the junction and returned two used samples of 10013902. The samples were both separated at the outlet of the filter, and the complaint is verified. The root cause was found to be insufficient solvent applied during the assembly process. No other failure modes observed. Device history record review for model 10013902 lot number 21079014 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 13jul2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. H3 other text : see h.10.

Event description:
It was reported that the bd smartsite¿ extension set, low sorbing 1 smartsite¿ experienced falling apart while administering chemotherapy. The following information was provided by the initial reporter: the bd smart site low sorbing extension set fell apart while administering chemotherapy.